Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 7.5, lab: 2.2, date: (B)(6) 2010, inratio: 7.5, lab: 2.0.

Manufacturer narrative:
Investigation pending.